Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient allegedly developed a pneumothorax. The pneumothorax was identified via x-ray. A chest tube was placed, and the patient required hospitalization. The pneumothorax resolved and the patient was discharged to home on (B)(6) 2022 in stable condition. The physician does not believe that an ion product caused or contributed to the pneumothorax. There was no malfunction of the ion system, instruments, or accessories noted.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Per an intuitive surgical, inc. (Isi) senior failure analysis engineer, a system log review cannot be performed because the system logs are not available as of the date of this report. A review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: after undergoing an ion endoluminal lung biopsy procedure, a pneumothorax was identified. As a result, a chest tube was placed to resolve the pneumothorax and the patient required hospitalization. The cause of the post-procedure complication is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.